Event description:
Customer reported a past low blood glucose event with an unknown cause. It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Customer consumed carbohydrates as a corrective action, and control-iq feature was active at the time. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood the recommendation while the case remains open for data upload confirmation.